Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4, h4: the device serial/lot number and date of manufacture were unknown in the initial report and have been updated accordingly. The device UDI has also been updated. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was evaluated. And there were no defects found with the system and software. A review of the device log files was performed for this event. The investigation of the log files was unable to confirm, whether the component would not seat down properly, while trailing. However, the evaluation found, that the user did not mount the robot on the bed rail. Which caused, the robot to move, during operation. Additionally, leg motion was visualized, during the operation. However, a root cause could not be established, as the investigation found no issues or defects. And the system was operating properly and accurately. Therefore, the most probable cause cannot be established.

Event description:
It was reported that during a total knee arthroplasty procedure, it was observed that the femoral component would not seat down properly while trialing. It was reported that the event occurred during robot initialization. It was reported that during the anterior femoral cut there was an "airball", and the user ¿looked a little away from the bone¿ and took off more of the posterior cut. It was reported that the event occurred while using the robotic-assisted solution satellite station. The device was being used with a base station device. There were no delays in the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant medical devices and therapy dates, base station device, (B)(6) 2023. The device serial/lot number and date of manufacture are unknown at this time. UDI: (B)(4).